Event description:
I had a bier block for a finger release. Following the procedure, I was extremely tired and had an uncomfortable feeling in my throat. I also had a quivering inside my body. I felt like I was shaking inside. My appetite was off for a few days, and I had an upset stomach, but then I ate some supper; didn't feel well all evening. I had a headache that had been there since the surgery so I went to bed and that's when my heart started to beat like a jack hammer. When this started, I had to go to the bathroom which I did several times and dumped fluid like I had never done before. Finally, I got to sleep but the next days to follow, I felt horrible. Sunday night, 1 week later, I had another episode with the beating of my heart followed by the same sick feeling the next day and the headache intensified. Things didn't settle down until wednesday when the headache finally let up. It is almost 3 weeks since the procedure and I still have some issues. Will things settle down the further out I get from the surgery or is this something I need to have looked at? I would appreciate a return answer. Thank you. Dates of use: 2008. Diagnosis or reason for use: finger release.